Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer discovered numerous errors in the event log. The customer indicated there were other technicians working on the device and wanted to confirm if the errors in the event log were resolved. After speaking with senior technician the power management printed circuit board assembly (pm pcba) was replaced to resolve the reported issue. The device passed performance verification testing. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:01apr2021. B4:05apr2021. The removed power management printed circuit board assembly (pm pcba) was returned to the failure investigation lab (fi). A visual inspection of the pm pcba revealed no evidence of damage or contamination. The fi technician installed the pm pcba into a fi ventilator to duplicate the reported issue and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
It was reported to philips that the device had a power supply failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.